Event description:
It was reported that, "pt experienced pain attributed to a loose/subsided accolade hip stem."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.